Event description:
It was reported that the biomed had the arctic sun device that was not cooling chiller temperature (t4) was 5.7 degrees, with pump hours were 5134.0, mixing pump failed, they said would order and replace.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified as a mixing pump failure. The DHR is not required as this is not an out-of-box failure. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that was not cooling chiller temperature (t4) was 5.7 degrees, with pump hours were 5134.0, mixing pump failed, they said would order and replace.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.